Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month (calculated from when the device was issued to the patient.) The device was not returned for evaluation as it remains in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. The lvad clinician submitted a log file to the manufacturer¿s technical services group for review. During review, a power cable disconnect alarm, followed by the system controller backup battery being in use was observed. A few minutes later the system controller backup battery in use and unable to charge alarms were observed. A minute later all alarms had cleared. These alarms were possibly due to a loose connection between the power cord and where it connects to the mobile power unit. Additional information was requested; however, none was provided.